Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: during investigation the display screen was found to be dim and pink. The reported complaint was confirmed. Unrelated to the original complaint, the battery compartment was cracked from the top of the compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was dim. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.